Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. Additional information was requested, and the following was obtained: ould you clarify how long the delay was (hours/minutes)? A: as mentioned in the report, manual suture (manual burial) was required at the time of stapler failure, so we had a delay of approximately 40 to 50 minutes. Has there been any consequence for the patient by prolonging the procedure? A: if you need to reconstruct the transit in the future, it will be difficult due to manual suture.

Manufacturer narrative:
(B)(4), date sent: 6/28/2023, d4: batch # unk, attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectosigmoidectomy surgery there was a stapling failure, the material had no staples. It shot and cut, leaving the structure open, requiring manual suture. It caused delays in surgery. No complications were reported to the patient.